Event description:
It was reported that during a stenting treatment procedure, the stent delivery system became stuck on the guide wire. Vascular access was obtained via the radial artery. The 90% target lesion was located in the highly tortuous internal carotid artery which was noted to have a "loop" shape. The 40mm adapt stent delivery system (sds) was advanced to the lesion without issue. When the physician attempted to release the stent, the sheath of the device would not retract. The sds had become stuck on the guide wire. The two devices were removed together as a unit with the stent still contained within its sheath and the procedure was completed with another manufacturer's stent. There were no patient complications reported and the patient's status is stable. This product is only us approved but it is similar to an approved us device.

Event description:
It was further reported that the device was used with a non bsc embolic protection system and a non bsc guide catheter. Pre-dilation was not performed. The non bsc embolic protection system was noted to have been positioned inside the patient for approximately 5-10 minutes prior to advancing the adapt stent system over it; resistance was felt during advancement.

Manufacturer narrative:
Describe event or problem, therapy dates and desc: additional information. (B)(4).

Event description:
It was further reported that the device was used with a non bsc embolic protection system and a non bsc guide catheter. Pre-dilation was not performed. The non bsc embolic protection system was noted to have been positioned inside the patient for approximately 5-10 minutes prior to advancing the adapt stent system over it; resistance was felt during advancement.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed a .014" guide wire was lodged inside the lumen of the catheter. There was a significant bend/curve in the shaft near the distal tip. The outer diameter measurements of the shaft met specification. The handle, thumb wheel, gear and rack appeared normal and the stent was correctly positioned. There was no damage to the guide wire exit notch or distal tip. There was solidified blood in the wire lumen. The guide wire was stuck protruding 172.5cm from the exit notch. Attempts to remove the wire were unsuccessful without damaging the device. Functional testing was unable to be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).